Manufacturer narrative:
Updated fields: b4, d4(unique identifier (UDI) #), e1, g4, g7, h2, h6, h10, h11. Corrected fields: b5, d1, d4(catalog #), h6(device codes), h10. A getinge field service engineer (fse) evaluated the iabp unit and when the alarm log was checked, the fse confirmed code "# 124" several times. Although the reported issue could not be replicated, alarms #124 and electrical test failures #4 "drive atmospheric calibration" were recorded in the fault logs of this iabp unit. Drive atmospheric calibration was performed and the iabp unit was confirmed to boot up normally. The iabp unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during an in-hospital inspection after use, the cardiosave intra-aortic balloon pump (iabp) would not start up even when the power was turned on, and an alarm was generated. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse noted electrical test failures #4 in the fault logs, however; the issue was not able to be reproduced. The drive transducer was recalibrated and the iabp started normally. The full name of the event site was shortened due to field character limit; (B)(6).

Event description:
It was reported that during an in-hospital inspection after use, the cardiosave intra-aortic balloon pump (iabp) would not power up and an alarm generated. 124 was noted several times in the alarm log. There was no patient involvement, and no adverse event reported.